Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that there was loss of capture on the right ventricular (rv) channel for an unknown reason. A revision procedure was performed where the rv lead was surgically abandoned and replaced. The pacemaker remained in service and no additional adverse patient effects were reported.